Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was bending and kinking at the outlet hole at the site of transition. Prior to insertion. The patient was in stable condition. There was no patient injury, medical/surgical intervention required. Additional information was received on 18december2020: the product was a 6 fr. Angio-seal. The procedure was left heart catheterization (lch) with grafts. A pre-angio was performed. Hemostasis was achieved by reinserting the sheath and pulled manually.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath, guidewire, carrier tube assembly, and arteriotomy locator were returned. Upon visual analysis, there was a kink observed on the sheath and locator assembly at the blood inlet holes and deformation at the tip of the sheath. No other visual anomalies were noted. There was a bloodlike substance noted on the locator drip hole and hemostasis sheath. Both the components were properly mated together. Based on the returned device, the complaint could be confirmed for kink and the deformation on the hemostasis sheath. The likely cause of kinks on the device could be application of off-axis forces by the user while tracking the device over the guidewire. The deformation observed on the tip of the sheath could likely be due to presence of scar tissue. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).